Manufacturer narrative:
(B)(4). The device manufacturer date is not known. Alleged failure: blade broke off during a knee scope. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be excessive pressure, such as bending or prying, may cause the arthroscopic shaver blades to bend / break. Blade comes contact with a hard object. The product was returned for investigation and the failure mode was confirmed, the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip broke off during the procedure. The broken piece was removed and the procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.(B)(4).

Event description:
It was reported that the tip broke off during the procedure. The broken piece was removed and the procedure was completed successfully.